Event description:
The manufacturer received information alleging a failure of a ventilator's external flow sensor. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on apr 28, 2022 and section h11 should be reported as: the manufacturer previously received information alleging a failure of a ventilator's external flow sensor. There was no harm or injury reported. The device was returned to the manufacturer's service center for further evaluation. During the evaluation, the manufacturer observed that the external flow sensor had failed. The manufacturer's service center confirmed the customer's allegation. After replacing the failed external flow sensor and verifying that the unit met all specifications, the device was returned to the patient for use. Sections d8, d9, h2, h3 and h6 has been updated in this report.